Event description:
It was reported the patient did not like the position of the ipg as she could feel the ipg in sitting position (date of event unknown). Also, the patient alleges history of the ipg flipping, and difficulty in charging the device. A sjm representative confirmed intermittent communication with external devices pre-operatively. Consequently, surgical intervention was taken on (B)(6) 2015 where the ipg was repositioned which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).